Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was reported that patient's hip was revised due to a loose stem. Surgeon revised bipolar, eon stem and +10 metal head.